Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx des were implanted in the lad. Approximately 23 months post procedure patient suffered from cerebral hemorrhage. The event was classified as a stroke. The event was treated with brain nutrition needles. Patient recovered.